Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: part number: 9735999. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the system needed a reboot because the screen went black. After the reboot, the system had a blinking cursor in the upper left corner. Technical services (ts) walked the manufacturer representative through troubleshooting, however the grub menu continued to cycle. After about 10-15 minutes, the navigation powered back on which allowed the site to continue with navigation. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.